Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient's leads had migrated. To address the issue, patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The event of lead migration was reported to abbott. The patient's leads were explanted and replaced due to lead migration. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.